Manufacturer narrative:
H10: h10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device not returned.

Event description:
It was reported that during a recanalization procedure, after first aspiration the catheter was removed out of the body and during flushing the tip of the catheter allegedly was found to be ruptured. It was further reported that the tip was retained inside the body was found upon radiograph and was then retrieved using a retrieval device. Reportedly, subsequent radiography showed that the thrombi were not eliminated completely. Therefore, a large sheath was selected for manual aspiration. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for the evaluation. A physical investigation was not possible. The user reported contains information regarding helix break. A photo was provided for review. User provided images show broken helix. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure, after first aspiration the catheter was removed out of the body and during flushing the tip of the catheter allegedly was found to be ruptured. It was further reported that the tip was retained inside the body was found upon radiograph and was then retrieved using a retrieval device. Reportedly, subsequent radiography showed that the thrombi were not eliminated completely. Therefore, a large sheath was selected for manual aspiration. There was no reported patient injury.